Event description:
A yoke mount with a monitor still attached fell from the spring arm assembly of a 710 column. The monitor started to fall from the yoke, but was caught in time by the surgical nurse. No injuries resulted. Nuts and bolts which were incompatible were used to affix the yoke mount to flange. The flange stripped, allowing the assembly to fall. The yoke mount was installed by a third party service organization. Laserscope field service visited the account and found that the biomedical engineer had repaired the yoke mount assembly temporarily and would purchase the correct parts to repair the yoke mount assembly from laserscope or a third party vendor.